Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed low pacing impedance exhibited by the left ventricular lead. Subsequent, programming adjustments were made. The patient was asymptomatic.